Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained ventricular oversensing on the ventricular channel due to noise. Programming changes were recommended. Patient will be monitored remotely.